Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was not working. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was not discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additionally, the conductor wire was found with the insulation retracted. The wire appears to have been partially pulled out, exposing the wire. Components adjacent to this wire do show damage; the grip cable is broken. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint regarding the instrument not working was confirmed by failure analysis.